Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a shaft break occurred. As the 3.0 x 20 mm quantum apex balloon catheter was removed from the patient the shaft broke. The break occurred in the mid shaft located outside the patient. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a shaft break occurred. As the 3.0x20mm quantum apex balloon catheter was removed from the patient the shaft broke. The break occurred in the mid shaft located outside the patient. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - the balloon was tightly folded. There was blood in the wire lumen. The hypotube was fractured 49.5cm from the proximal edge of the guidewire exit notch. The fracture faces were oval shaped, as if kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed fracture. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).